Event description:
It was reported that during device interrogation, oversensing was observed on the right atrial lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before and after the procedure.